Event description:
Customer called to report that the insulin pump alarmed compromised forced sensor system during prime fill process. Customer stated that the drive support cap is sticking out. It was also reported that the motor does not detect the reservoir. Customer's blood glucose reading was 250 mg/dl. Troubleshooting was done. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed a33 during the basic occlusion test due to protruded loose drive support disk. The insulin pump was received with cracked battery tube threads, reservoir tube and minor scratched display window.